Manufacturer narrative:
There were 2 separate kits that were used for the procedure - one 10cc equivabone (lot# 101435) and another 10cc equivabone (lot# 101449). Between the (B)(4) aforementioned lots there were (B)(4) kits manufactured and out of those (B)(4) have been implanted with no incidents reported. Equivabone is a proprietary calcium phosphate based bone substitute material. Equivabone achieves osteoinductivity by adding demineralized bone material (dbm) to the synthetic calcium phosphate. The dbm is derived from donated human cadaveric bone. The donated bone is procured and processed by a third-party source tissue bank, allosource. The resulting dbm powder is processed so that it meets the exacting specifications developed by etex corporation. Equivabone finished kits from lot #s 101449-0001 and 101435-0012 were tested for hardening characteristics by 2 separate methods. Supplemental testing demonstrates that the hardening characteristics of the respective equivabone lots meet specified design requirements. Equivabone finished kits from lot #s 101449-0001 and 101435-0012 were tested for hardening characteristics by 2 separate methods. Supplemental testing demonstrates that the hardening characteristics of the respective equivabone lots meet specified design requirements.

Event description:
On (B)(6) 2014, (B)(6) underwent a minimally invasive l4 to sl bilateral posterolateral gutter fusion where in the product was mixed with bone marrow aspirate from the iliac crest. On (B)(6) 2014 tm complained of increased pain. The MRI showed fluid collection along the vertebral column. When the doctor re-operated he saw a brown viscous fluid. After the fluid was drained, the doctor reported that he could not find the bone graft where he had placed them 2 days ago.